Manufacturer narrative:
(B)(4). The customer reported getting no display. A philips field service engineer evaluated the device and verified the reported symptom. The display assembly was replaced to resolve the reported issue.

Event description:
The customer reported getting no display.